Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a week or so ago they were exposed to a powerful magnet, the type used to roll over the ground to pick up nails, screws and other metals, and it set off their implantable cardioverter defibrillator (ICD) five to six times. The patient stated that when it happened, they pushed the magnetic roller away from them and fell to the ground and crawled away from it. Right away their heart was beating very fast continuously then it started to beat irregularly. The patient does not believe the audible alert was a magnet tone. The ICD remains in use. No patient complications have been reported as a result of this event.